Event description:
It was reported by the user facility that they had an ambulance involved in a vehicle accident. It was reported that the retaining post/clamp of the cot experienced a full fracture and the cot came loose from the ambulance floor as a result of the ambulance accident event. It was reported that during the collision, the patient that was being transported was injured. Further information regarding the patients injury was not provided by the user facility.

Manufacturer narrative:
The device has not been made available for evaluation.